Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/04/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4. Device history lot: a manufacturing record evaluation was performed for the finished device batch ldh749, xcw1756 and no non-conformances were identified. Additional information was requested and the following was obtained: how many sutures were broken and bent needles during this single intra op procedure? She didn¿t use 12 ampules, the box contains 12 ampules. The surgeon completed the surgery with another ampule. Were the needles broken also during this single procedure? The needle was bent in an ophthalmic surgery. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Another ampule from same ethicon suture did the needles separate during multiple procedures? As per surgeon the needle didn¿t separate from thread, the needle was bending and the thread was weak procedure date? On jan 4th corrected information: d3, g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture cut/broke off during the surgery? Yes, suture cut and needle bent. Is the suture available for return? No. Was there any issue with the needle as well? Yes. Do you have any picture of the suture? No. Did you attend the surgery or tried to check the suture? No, the hospital doesn¿t have any ampules left from the same lot number. Additional information was requested and the following was obtained: it was reported 12 devices involved in ip please clarify, how many sutures were broken and bent needles during this single intra op procedure? Were the needles broken also during this single procedure? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Did the needles separate during multiple procedures? If yes, please provide pc number for each of the procedures. Procedure date? The surgeon had faced this issue in an ophthalmic surgery. The needle was bending and the thread was weak which made it cut as per her description. She didn¿t use 12 ampules, the box contains 12 ampules. The surgeon completed the surgery with another ampule from the same box. Needle didn¿t separate from thread. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In addition to the needle bending, did the needle also break? Did only 1 device have an issue during this procedure?

Event description:
It was reported that a patient underwent an ophthalmic surgery on (B)(6) 2021 and suture was used. During the procedure, the suture thread was weak which made it cut. There was also an issue with the needle. The surgeon completed the surgery with another device from the same box. There were no adverse patient consequences. Additional information has been requested.